Manufacturer narrative:
H.6. Investigation: bd received 25 samples and one photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter- dirt with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter- dirt with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. The root cause of the foreign matter is debris that was on the machine during the normal preventive maintenance work transferred to the product from the machine with inadequate cleaning of the area. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder device experienced foreign matter on the device cannula, needle, tubing or any fluid path component. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated: "black fm, inside and outside."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder device experienced foreign matter on the device cannula, needle, tubing or any fluid path component. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated: "black fm, inside and outside."